Manufacturer narrative:
The subject device was not returned for evaluation. Technical assistance center (tac) support engineer provided the customer biomed with troubleshooting step. In a follow up call, the customer (biomed ) stated that the issue has been reported to the "davinci team " (company third party ) and that they will take care of it. It was noted that no additional assistance is required from olympus and stated that the case can be close. Per the update from the customer, no further details were provide concerning if the issue was resolved other than stating that the issue was reported to the third party davinci team and stated they no longer needed further assistance from olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The user facility biomedical representative reported that the user reported to him that they are not getting energy to the handpiece using the davinci unit (third party device). The reporter stated that they have swapped out the handpiece and cord and got the same issue. The reported issue found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the energy issue could not be determined. Olympus will continue to monitor field performance for this device.